Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a physician via product surveillance registry (psr) regarding a patient receiving intrathecal bupivacaine 15 mg/ml at 2.737 mg/day and dilaudid 10 mg/ml at 1.825 mg/day via an implanted pump for an unknown indication. The clinical diagnosis was medication side effects and the programming date from the most recent refill prior to the event from (B)(6) 2016. The patient reported severe shaking now that she has bupivacaine in the pump and examination revealed obvious shaking during the visit on (B)(6) 2016. The provider also remarked the patient was also passing out and falling down on (B)(6) 2016. On (B)(6) 2016, the patient had not noticed significant change in symptoms; overall body shaking noted. Intervention included reprogramming and bupivacaine was removed and refilled with dilaudid only on (B)(6) 2016. The outcome was ongoing. The event was possibly related to the device or therapy and not related to the implant procedure. The relatedness to the drug was possibly related and the drug action that caused the event was "added new drug".

Event description:
Additional information was received from the healthcare professional via a clinical study indicating upon exam on (B)(6) 2016 the symptoms had resolved and the event was considered resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 20-jun-2017 indicated the reason for system modification was that the patient felt the pump was never effective and also due to "complications" as described, the patient experienced withdrawal symptoms after weaning down and having pump turned to minimum rate, including increased pain, nausea, vomiting, tremors, chills, and difficulty walking as of (B)(6) 2016. The clinical diagnosis was withdrawal symptoms. As intervention, zofran medication was initiated on (B)(6) 2016 and therapy resumed/reprogrammed. Dose was increased on (B)(6) 2016 and norco medication was initiated. On (B)(6) 2016, the patient no longer reported symptoms and weaning down resumed. The etiology was noted as related to the drug (dilaudid), device or therapy and not related to the implant procedure. The drug action that caused the event was indicated as 'therapy suspended in preparation for explain' and the outcome was indicated to be 'resolved without sequelae' as of (B)(6) 2016. The indication for use was non-malignant pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a clinical study indicated the patient weighed (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.